Event description:
The dealer called in to troubleshoot with tech he was getting one red two 2 green lights, high pressure not switching. Unit shutting down with 1r, 2gr code. Dealer has replaced beds, 4 way and has ohm's out pilot vale at 180 ohms. Sounds like pilot valve could be hanging up. Sending pcb also if pilot valve doesn't fix issue.